Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained via right femoral artery. The 80% stenosed target lesion was located in the mildly calcified and moderately tortuous right iliac artery. A 7.0 x 30 x 75 cm express ld iliac / biliary stent was used to treat the target lesion. While inside the patient, the stent dislodged from the balloon. A 4.0 x 16mm mustang balloon catheter was inserted through the stent, the balloon was inflated and the physician pulled the stent back into the sheath. The physician pulled the sheath out and then performed a cut down on the right femoral artery and pulled the stent out with no adverse effect. The procedure was completed with a different device and the patient's condition is fine.